Event description:
Technician alleges bed is losing power.

Manufacturer narrative:
Technician found a bad power board and power cord. He replaced power cord and pcm board to resolve. No impact reported.